Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received. It was reported that there was no error noted from the irrigation pump. There was an abnormally small water flow at flush. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received. It was reported that there was no error noted from the irrigation pump. There was an abnormally small water flow at flush. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31264064m number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector, when the device is in the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).